Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b7 and h6 (patient code). Corrected: a1 and h6 (device code). H6 patient code: no code available (3191) used to capture the medical device removal and insufficient information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected loosening of tibial tray component at the bone to cement interface. Depuy synthes cement manufacturer was used. Although not grossly loose, the s+ tibial tray came out with minimal effort. Patient was revised to a fb revision tray and 14x80mm cemented stem. The poly insert was also exchanged for a bigger size (10mm thick). No further patient information available. Doi: (B)(6) 2018; dor: (B)(6) 2019, right knee.